Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented remote follow-up with battery performance alert. Upon interrogation pre-procedure, the device was unable to be interrogated by the programmer due to suspected battery depletion. Device was explanted and replaced. There were no complications during the procedure. The patient was discharged in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.